Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, the device delivered inappropriate atp due to noise oversensing on the right ventricular (rv) lead. The device diagnosed the noise as non-sustained episodes. The patient has not been shocked and did not feel any changes or adverse effects. The patient¿s condition was stable. The rv lead was capped and replaced on (B)(6) 2020. The physician also opted to replace the device due to current battery status and to avoid another surgery in the future.